Event description:
It was reported that while using the bd¿ vystra bsa fr pl 427c btn 2645c 80iu the customer stated the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. The following information was provided by the initial reporter, translated from spanish to english: apparently the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. We believe that this may be due to a difference in the height of the plunger, which can be seen in the attached images. In relation to the impact on their process, customer shares the following: is there any stoppage in your production lines? No, for the moment the assembly process has continued, it has only required more time and personnel. Are there actions that have been implemented to mitigate the problem? Yes, at the moment the following actions have been implemented: 1- rotate the cartridge when placing it in the assembler. 2- a person is required to carry out a 100% review of the assembly. 3- maintenance has been constantly supervising the operation of the equipment (assembler). Can you tell us if you had not implemented the corrective actions, would there be a line stoppage? Yes, due to the increase in defectives in each of the batches. Is there any risk of rejection of the batch or product? There is no risk of product rejection, but if a defective part is not detected during the visual inspection, we would have a risk of complaints from the customer. Recently, the customer carried out functionality tests on the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu, since in the comparison carried out there were no significant differences. Functionality testing execution date: (B)(6) 2023. During the execution of the functionality tests there was a problem related to the event they are presenting: of the 150 pieces evaluated, only 2 were found to be defective. Did you have any problems with the foam ring measurements between the same batch? Or do you notice any difference between the foam ring measurements between the validated batch and the defective batches? At the time of testing, no differences related to the foam ring were observed. Within your team, when establishing the values for the cartridge and bsa assembly force, were fixed values or ranges defined? During the functionality tests no equipment parameters were modified. Have they made any type of adjustment or modification to the assembly equipment after validation with the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu? During or after the execution of the tests, no modification or adjustment has been made to the equipment. Customer confirms that they have not made any value changes to the control parameters in the assembly team. Customer confirms that parts that are not assembled correctly in an assembly machine are rejected and classified for scrap. Customer confirms that defective parts cannot be assembled manually either.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08dec2023. H.6. Investigation summary: confirmed: reported condition is within specification.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3018539 d4. Medical device expiration date: 31dec2025 h4. Device manufacture date: 01jan2023. D4. Medical device lot #: 3018536 d4. Medical device expiration date: 31dec2025 h4. Device manufacture date: 01jan2023. H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition h3 other text : see h.10

Event description:
It was reported that while using the bd¿ vystra bsa fr pl 427c btn 2645c 80iu the customer stated the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. The following was translated from spanish to english: apparently the dispenser is not being assembled correctly with the cartridge holder (which already has the dispensed cartridge), which is the reason for a large number of rejections. We believe that this may be due to a difference in the height of the plunger, which can be seen in the attached images. ******** in relation to the impact on their process, customer shares the following: is there any stoppage in your production lines? No, for the moment the assembly process has continued, it has only required more time and personnel. Are there actions that have been implemented to mitigate the problem? Yes, at the moment the following actions have been implemented: 1- rotate the cartridge when placing it in the assembler. 2- a person is required to carry out a 100% review of the assembly. 3- maintenance has been constantly supervising the operation of the equipment (assembler). Can you tell us if you had not implemented the corrective actions, would there be a line stoppage? Yes, due to the increase in defectives in each of the batches. Is there any risk of rejection of the batch or product? There is no risk of product rejection, but if a defective part is not detected during the visual inspection, we would have a risk of complaints from the customer. *** recently, the customer carried out functionality tests on the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu, since in the comparison carried out there were no significant differences. Functionality testing execution date: april 18, 2023 during the execution of the functionality tests there was a problem related to the event they are presenting: of the 150 pieces evaluated, only 2 were found to be defective. Did you have any problems with the foam ring measurements between the same batch? Or do you notice any difference between the foam ring measurements between the validated batch and the defective batches? At the time of testing, no differences related to the foam ring were observed. Within your team, when establishing the values for the cartridge and bsa assembly force, were fixed values or ranges defined? During the functionality tests no equipment parameters were modified. Have they made any type of adjustment or modification to the assembly equipment after validation with the new code 47635530 vystra bsa fr pl 427c btn 2645c 80iu? During or after the execution of the tests, no modification or adjustment has been made to the equipment. *** customer confirms that they have not made any value changes to the control parameters in the assembly team. Customer confirms that parts that are not assembled correctly in an assembly machine are rejected and classified for scrap. Customer confirms that defective parts cannot be assembled manually either. *** in addition to this information, customer reports it will not be possible to send current samples because they are no longer in stock. It will only be possible to send samples of the next entry to be processed (15 defective pieces and 15 unprocessed pieces) but these will probably be sent at the end of next week. *** on 03.nov.2023, customer provides the following: - what was the batch of the nhfu samples tested? R: material 47635530, tracking ps-02541(batch # not available). - what is the batch of the companion physical samples being shipped? R: 30 units of batch 3018536. - are cartridge holder samples available? (Not replied) - what is cartridge holder batch #? R: for manufacturing with attaching issues (along with bsa batches 3018539 & 3018536), it was batch mmr64994. - are there any measurement data of difference in the height of the plunger? If so, can you share it? R: we just measured a few defective pieces, finding heights of the plunge between 6.10 and 6.50 mm. On 08.nov.2023, customer provides the following: 30 units of bsa batch 3018536 are available (the 2nd batch affected); 10 units of cartridge holder batch mmr64994 are available (that was used with both bsa batches and presented the assemble issue); we were intended to send samples of bsa that have not been manipulated, but we no longer have it in stock (3018539 nor 3018536) >>> samples can be tracked through task 9140244. Additional information received on nov 24th 2023. Lot no. 3018536 - updated nos. Of defective quantity units - 37 units. - nivedhan dharmalingam 01/dec/2023.